Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes: 33 mg/dl and 200 mg/dl and within 10 minutes: 36 mg/dl and 206 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.